Event description:
Surgeon experienced "soak through" in the rib-cage area (out of the reinforced area). The surgeon was extremely wet from perspiration (the gown was saturated from the inside out with sweat).